Event description:
Add'l info rec'd from MFR 7/28/99: MDR, inc's review of device history records, sterilization records and lal testing for the intraocular lens lot numbers listed on the complaint sheets do not contain deviations from standard mfg process. All intraocular lenses released to inventory passed all required specs. Ten-(10)x examinaiton of sealed/sterile retainers from the intraocular lens lots in question demonstrated the lenses to be clear.

Event description:
Add'l info rec'd from MFR 7/28/99: MDR, inc's review of device history records, sterilization records and lal testing for the intraocular lens lot numbers listed on the complaint sheets do not contain deviations from standard mfg process. All intraocular lenses released to inventory passed all required specs. Ten-(10)x examination of sealed/sterile retainers from the intraocular lens lots in question demonstrated the lenses to be clear.